Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving appropriate hv shock for vt. Shock was initiated without conversion and programmer command returned to sinus due to external defibrillation. Excessive current was revealed during the shock. Hvli was observed. The patient returned to the emergency room for external cardiovertion. The lead was capped and replaced.